Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported info.

Event description:
The reported stated that during a spinal surgery procedure, the tulip of the polyaxial screw splayed upon insertion of the set screw. It could not be torqued. The device was removed and was replaced with a larger screw.